Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a image out of field was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image out of field due to bent outer tube. The most probable cause of the complaint is cause traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.